Event description:
It was reported that this implantable device was suspected to exhibit premature battery depletion. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information received indicated that this device exhibited a drastic decrease in battery level. The device will be replaced soon. Additional information received indicated that this implantable device was explanted. No additional adverse patient effects were reported.